Event description:
Additional information was received indicating that during follow-up, no additional oversensing events were observed. Provocative was performed and the results were negative. A lead issue (2017865-2022-47152) was no longer suspected. It was suspected that the oversensing occurred due to myopotentials on the device (2017865-2022-47151).

Event description:
Related manufacturer number: 2017865-2022-47151. During follow-up, post-paced t-wave oversensing was observed on the device. Reprograming has been performed to resolve the event. Abbott technical support was contacted and confirmed the event. Noise resulting in oversensing due to alleged, but not confirmed lead damage was observed on the right ventricular (rv) lead. Abbott technical support suggested to perform lead provocation testing. No further intervention has been performed at this time. The patient was in stable condition and experienced no adverse consequences.